Manufacturer narrative:
An investigation was carried out based on the event description, photo and info provided by the hospital. Results: the photo shows a baby with septal erosion. The hospital replied to a questionnaire we sent after the complaint was reported to us. It is clear from their response that they failed to follow our instructions as they did not ensure that they left a 2mm gap between the nasal prongs and the septum. The tissue around the nasal septum breaks down if subjected to continuous pressure, friction or moisture. The user instructions supplied with the CPAP interface illustrates the correct interface set-up on the pt. Supporting test requires users to ensure that the nasal prongs are positioned with at least 2 mm gap from the septum to avoid pressure necrosis. It was also noted that the hospital protocol for regular suctioning, septum integrity checking and infant care were not followed at all times. It is well known (through published literature) that nasal CPAP requires careful management to avoid the potential side effect of septal erosion. It was also reported that the injury was extensive enough to require plastic surgery to the baby's septum. Conclusion: the fisher and paykel healthcare CPAP pt interface is designed to be used by adequately trained medical professionals. User instructions illustrate on how to set up correctly the pt interface and to contact the company field rep for suggested training materials.

Event description:
A hospital reported that an infant pt had nasal septum damaged while using an infant nasal CPAP cannula pt interface.